Event description:
Complainant alleged that while attempting to treat a 5-week-old male patient, the device had a loss of pressure and would not reach appropriate pressures. Complainant indicated that the infant was neopuffed while another oscillator was set up. Again, the device was not keeping the pressure. The rn used a t-piece resuscitator. A new oscillator was placed and set and settings were obtained without incident. The infant had increased respiratory effort/retractions until placed on different oscillator. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: g1, h6. H2: the device was not returned for evaluation. At this time, the claim will be closed and can be reopened if the product or any value-added information becomes available.